Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and another manufacturer's lead exhibited high out of range pace impedance measurements. The cause of the out of range measurements was not determined. Additional information confirms this patient presented to the emergency room following a syncope event. Review of the device confirms the device exhibited oversensing of noise resulting in pacing inhibition with approximately 12 seconds of asystole. This device was reprogrammed to unipolar and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to include updates to the additional manufacturer field.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and another manufacturer's lead exhibited high out of range pace impedance measurements. The cause of the out of range measurements was not determined. This device will continue to be monitored. No adverse patient effects were reported.